Event description:
It was reported that a patient line of a homechoice cassette leak upon disconnection from the transfer set. This was noted during fill one of four of peritoneal dialysis. It was reported that a loose connection between the transfer set and patient line caused the alarm. The technical services representative assisted the patient in ending therapy. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.